Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night of (B)(6) 2025 at approximately 8:00 pm, the patient reported that her g7 wearable failed where the tandem tslim pump (main display device) showed a red "x". The patient remembered that her cgm reading was 290 mg/dl before it failed. She did not do a fingerstick because her glucometer was not working. The patient was vomiting and she drank salt water to treat herself. She continued to vomit and decided to go to the hospital on her own. Upon arriving at the hospital, the staff took a finger stick which gave a bg reading of 171 mg/dl. She had no active g7 wearable while at the hospital and no cgm reading available. The staff then treated her with d5 (dextrose 5 percent) and insulin IV and potassium saline. The patient was hospitalized and discharged by (B)(6) 2025, around 2:00 pm. The patient felt exhausted however much better. At home, she had inserted a new g7 wearable and the cgm reading of 325 mg/dl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.